Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed during preventative maintenance on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the three-way (3-way) solenoid valve and proportional valves were previously replaced on the device but is failing the active exhalation verification test steps on this device. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.